Event description:
It was reported by the patient's mother that the cadd legacy 1 pump was stopped due to (true or false) alarm. The patient was being treated for pulmonary arterial hypertension. The dosage information was as follows. Dose or amount: 104nkm, frequency: continuous, route: IV. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "double beep". Visual inspection found the pump to be in good physical condition with a scratched screen. Inspection of the pump's event log revealed no evidence. The customer's reported problem was not duplicated. The device was started in application. No problems were found with double beeping. The downstream sensor was replaced as a preventive measure. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR. .